Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the blood glucose monitor has provided incorrect bolus advice and this has resulted in hyperglycemia. No adverse event was reported. The alleged product was replaced and requested for evaluation.